Event description:
It was reported that the procedure was to treat the left iliac (off label use). It was reported that a 6.0 sheath was used. The omnilink stent delivery system (sds) was advanced up and over the horn to the left iliac. The sds was pulled back to position the stent within the lesion. The stent implant hit the edge of the sheath when it was pulled back, pushing the stent partially off of the balloon. An attempt was made to deploy the stent, but the stent came off of the balloon and migrated down the vessel only partially expanded. Another balloon catheter was used to deploy the stent in an unintended area of the vessel. The lesion was treated with another stent. Reportedly, the pt is doing fine.